Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal mesh extrusion, exposure, ¿mesh eroding again¿, erosion implanted vaginal mesh in tissue (erosion), ¿forcing out of original position¿, pain, discomfort, urinary problems, overactive bladder, urge incontinence, frequency of urination, mixed incontinence, nocturia, recurrence, urinary tract infection, dyspareunia, ¿pain/discomfort with intercourse¿, incontinence, ¿malfunction¿, ¿premature failure of the transvaginal implant¿, ¿accident when she couldn¿t get to bathroom on time/leaks urine when coughs, laughs, sneezes or bears down/can¿t get to bathroom to urinate in time/symptoms have gotten worse¿, cervicitis (inflammation), cysts, weight gain, tender urethra, sensation of not emptying bladder/urinate again less than two hours after urinating/stopped and started again several times when you urinate/difficult to postpone urination/weak urinary stream/push or strain to begin urination, blood loss, and required additional surgical and non-surgical interventions.